Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when disconnecting a syringe the white part of the smartsite broke and separated from the rest of the valve leaving the blue piston exposed. There was no report of patient harm.